Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system cubex application was not running. A technical support specialist (tss) remotely accessed the machine, relaunched the cubex application, and guided the user on the steps to follow if the issue occurs again to restore system functionality. The system functioned as intended after the technical support specialist troubelshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower cubex application was not running. The machine got power outage again which caused the machine to shut down and boot up. It showed only the desktop screen. However, there were no delays, adverse events or injuries reported based on this event.